Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Troubleshooting was unable to be performed as occlusion alarm occurred in the past. The customer was unable to remember how the alarm was cleared or how insulin delivery was resumed. The customer did not recall any impact to blood glucose level.